Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon ruptures can occur as a result of, but are not limited to: manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again, once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished good lot. The product was not returned to abbott vascular for analysis which may have assisted in the investigation. Anatomical conditions were characterized as being moderately tortuous and calcified with 99% stenosis. It is possible that the sds balloon interacted with the anatomical conditions contributing to the reported balloon rupture. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot. Without the return of the device, the rupture location could not be confirmed and a conclusive cause for the reported balloon rupture can not be determined. However, there are no indications of a product quality deficiency.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system was advanced towards the lesion in the mid circumflex artery. The vessel and lesion site were characterized as being moderately tortuous and calcified, 99% stenosed, de novo and eccentric. Upon first inflation, the balloon ruptured at 12 atmospheres after 10 seconds. The deployed xience v stent was further dilated with a non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided.